Event description:
Device failed to operate correctly. Connection between probe driver and monteris computer not communicating and giving error message. Surgery stopped to replace faulty probe driver with new probe driver. No harm to the patient.